Event description:
It was reported that the t:slim x2 pump battery would not charge, resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer used the replacement tandem wall adapter and charging cable sent by technical support, which restored functionality.